Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2018, the patient underwent a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). It was reported that prior to the procedure, the patient¿s hemoglobin level was 11.3 g/dl and immediately dropped to 9 g/dl post procedure. The patient¿s hemoglobin level continued to decline on subsequent days starting on (B)(6) 2018 to a low of 6.5 g/dl. The patient was administered one unit of blood transfusion to treat the low level. It was reported that the patient was started on heparin on (B)(6) 2018 and continued on IV heparin until discharge. It was reported that this was secondary to an on-going uterine bleeding on anticoagulation. The event was considered resolved on (B)(6) 2018. The anemia was reported to be an adverse event with a possible relationship to the indigo system and unrelated to the index procedure.

Event description:
On (B)(6) 2018, the patient underwent a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). It was reported that prior to the procedure, the patient¿s hemoglobin level was 11.3g/dl and immediately dropped to 9g/dl post procedure. The patient¿s hemoglobin level continued to decline on subsequent days starting on (B)(6) 2018 to a low of 6.5g/dl. The patient was administered one unit of blood transfusion to treat the low level. It was reported that the patient was started on heparin on (B)(6) 2018 and continued on IV heparin until discharge. It was reported that this was secondary to an on-going uterine bleeding on anticoagulation. The event was considered resolved on (B)(6) 2018. The anemia was reported to be an adverse event with a possible relationship to the indigo system and unrelated to the index procedure. Update received on 21-sep-2018: the anemia was reported to be a serious adverse event.